Event description:
Pump declared a cartridge change error, and there was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to inspect the o-ring and pneumatic tap area and clean it with an alcohol wipe or lint-free cloth. After repeated attempts, the customer successfully loaded a new cartridge with assistance, allowing them to resume insulin delivery.